Event description:
As physician was pushing needle through tissue, tip of needle broke off. Physician attempted to locate needle but was unsuccessful. An x-ray verified the presence of needle tip. But physician after consulting with chief of surgery felt it was more harmful to attempt to retrieve needle tip. Physician will discuss with pt.